Event description:
It was reported the patient's ipg will not communicate with the charger. Additional chargers were tried and the issue persisted. The patient indicated she has not used her scs system in two months.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.